Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer identified that the joint cable of the monopolar curved scissors instrument broke and the scissors no longer closed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.